Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display lens was found to be scratched in multiple places; however, the scratches did not diminish the legibility of the display screen. Also, glue residue from the lens film was found on the display lens. Unrelated to this complaint, evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the key contacts. The pump case was removed and no further defects were found on the keypad circuit. Furthermore, the audio bolus button was found to be torn. Also unrelated to this complaint, the battery compartment was observed to be cracked. No evidence of moisture contamination was found on internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the display screen was scratched and unable to be read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.